Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt several troubleshooting steps, which were unsuccessful, as the pump screen did not turn on, and a red led was blinking. Consequently, technical support decided to replace the pump and provided the customer with instructions on using a backup therapy with multiple daily injections (mdi) to ensure continued insulin delivery. The customer was also guided on returning the malfunctioning pump and preparing for the new one.